Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 357 mg/dl at time of incident and current blood glucose level was 108 mg/dl and 107 mg/dl. The customer was assisted with troubleshooting. Customer reports the positive results in ketones test. The insulin pump will not be returned for analysis.